Event description:
It was reported that the paramedics give the customer two doses of glucagon before going to the hospital due to hypoglycemia episode. It was believe that it may have been caused by a programming issue with the device. It was stated that also the customer went into a severe hyperglycemic mode four times on (B)(6), 2012. It was stated that the last time the insulin pump manually suspended at 5.5 units and the device over wrote the settings causing a severe hyperglycemic shock in a matter of minutes. Later that day, the customer had a second failure with the insulin pump in the hospital while connected to a glucose intravenous line, the customer's blood glucose dropped from 15.0 mmol/l to 1.6mmol/l within thirty minutes. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.